Manufacturer narrative:
The baxter technician found faulty casters, torque tube and broken rivet on foot linkage. Per the baxter service manual, the totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the faulty parts to resolve the reported event. Based on this information, no further action is required.

Event description:
A customer contacted technical service to report that the totalcare bariatric rental, had an issue, bed moves with brakes set, brakes not holding. User defined description: warehouse repair. There was no patient/user injury, medical intervention, symptom, or adverse event reported.